Event description:
It was reported that the patients ipg was nonfunctional and unresponsive. The patient underwent an ipg replacement procedure was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn:(B)(6)) the returned ipg was analyzed and an internal electrical test revealed excessive current leakage due to asic (application-specific integrated circuit) u2 damage. The database analysis could not be performed using an external power source after removing the depleted battery. With all the available information, boston scientific concludes that the reported nonfunctional and unresponsive ipg was confirmed. It appeared that the device was exposed to high-voltage transients or high rf (radio frequency) energy. Exposing the ipg to high-voltage transients or high rf energy can cause this type of damage. Representative reported that ipg was not exposed to electrocautery.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was nonfunctional and unresponsive. The patient underwent an ipg replacement procedure was doing well postoperatively. The explanted ipg will be returned.